Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and aright atrial (ra) lead from another manufacturer exhibited noise, oversensing, and high out of range pace impedance measurements. Boston scientific technical services (ts) discussed lead testing and options for reprogramming. At this time the device and lead remain in service and the plan is to continue monitoring the system. No adverse patient effects were reported.